Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Ceramic head (abg1) broke, hip was implanted several years before. Revision surgery for head and insert.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown liner was reported. Incorrect selection was confirmed following a clinical review. Method & results: -device evaluation and results: visual inspection: visual inspection was completed as part of the material analysis, the report noted " burnishing, abrasion, and scratching were observed on the articulating surface and delamination was observed on the distal rim, which are consistent with commonly identified damage modes in uhmwpe inserts. The entire surface of the articulating surface and multiple sites on the distal rim also had abrasion damage consistent with contact with the head fragments. Explantation damage on the distal rim was also observed. The proximal surface had yellow discoloration. A material analysis has been performed. The report found: the insert: burnishing, abrasion, and scratching were observed on the articulating surface and delamination was observed on the distal rim,which are consistent with commonly identified damage modes in uhmwpe inserts .the entire surface of the articulating surface and multiple sites on the distal rim also had abrasion damage consistent with contact with the head fragments. Explantation damage on the distal rim was also observed. The proximal surface had yellow discoloration. It is likely this discoloration is a result of the in vivo absorption and accumulation of synovial fluid inside the uhmwpe material. The distal rim of the insert had this inscription on it: 32 min x size p4 vtfz a63025104. Conclusion the ceramic head fractured. Based on the above, the highly stressed region of the ceramic machined tapered surface had undergone a phase transformation, which may have an effect on the structural integrity of the material. The insert contained abrasion damage consistent with contact with the ceramic head fragments on the articulating surface. However, clinical and patient history may also play a role in the survivorship of any implant. As neither the clinical information nor the patient history was available at the time of this report, no definitive conclusion can be drawn as to the cause of fracture. This specific implant is no longer available for sale". -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "as such, the root cause of this pi failure case is procedure-related regarding cup malposition through absent anteversion and inappropriate use of a hooded liner thereby causing peak contact forces in the articulation". -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: the medical review concluded - "cup malposition in absent anteversion and low effective inclination through inappropriate use of a hooded liner has contributed to an overload condition in the arthroplasty contributing to a ceramic fracture after 15-years of implantation". If additional information and/or device become available, this investigation will be reopened.

Event description:
Ceramic head (abg1) broke, hip was implanted several years before. Revision surgery for head and insert.